Manufacturer narrative:
Ge healthcare reviewed the logs and recommended replacement of the ventilator interface board. No patient information available at time of MDR filing.

Event description:
The hospital reported that, during a case, the unit had a failure affecting mechanical ventilation. There was no reported patient injury.